Event description:
Patient reported "deflation is on the right side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation is on the right side." Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: openings, yellow particles inside of the device, crease flat. Leak test was performed and found opening on posterior and anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: various striated edge openings on posterior and anterior side assessed as surgical damage.